Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-03543 and medwatch 2210968-2013-03548. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient had the concurrent procedures of a lavh, bso, sacral spinous vaginal vault suspension, and cystoscopy performed during mesh implantation. It was reported that the patient underwent excision of vaginal epithelium with admixed exposed polypropylene mesh on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted in order to treat cystocele and rectocele, stress urinary incontinence and uterovaginal prolapse. The patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary problems, bleeding, dyspareunia and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent excision of exposed mesh on (B)(6) 2008 due to mesh exposure. It was reported that the patient underwent excision of vaginal epithelium with exposed mesh on (B)(6) 2009 due to mesh exposure in the anterior compartment and vaginal spotting. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele and rectocele, stress urinary incontinence and uterovaginal prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding and dyspareunia. It was reported that the patient underwent excision of exposed mesh on (B)(6) 2008 due to mesh exposure. It was reported that the patient underwent excision of vaginal epithelium with exposed mesh on (B)(6) 2009 due to mesh exposure in the anterior compartment and vaginal spotting. No additional information was provided. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-03543 and medwatch 2210968-2013-03548. The same patient is represented in each medwatch.